Event description:
It was reported that the cine playback images on the 9600emi were not correct. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, after discussions with the user, the ge representative instructed the user in the correct procedure for acquiring and playback of cine runs. Possible user error. The system was found to be working as intended and placed back into service.